Event description:
The patient came to clinic for a right shoulder lipoma removal. Suture needle broke off and was dislodged during suturing of deep layer 2/2 thick fibrous scar tissue from previous procedures. Needle fragment was thought to be retrieved on day of procedure. Probable retained needle was noted on xray on that same day. A director at our facility reviewed the incident recently and indicated that this may have been an issue with the needle. The director inquired if there were other incidents of needle breakage. Therefore we decided to report the event.